Event description:
It was reported that the insulin pump excessively alarmed no delivery which was possibly due to kinked tubing. Customer's blood glucose reading was 150 mg/dl. Customer's current blood glucose reading was 162 mg/dl. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.